Event description:
Patient placed on heart monitor with four leads. No vertical deflection displayed on the monitor. Twelve lead attempted and no vertical deflection. Supervisor was contacted to bring new cables and met the staff enroute. New cables were applied without change. Patient was placed on 3 lead 1600 zoll with great capture. Unit and cables removed from service and sent for internal biomedical inspection. Biomedical reported that the monitor and cables were tested with simulator and was unable to duplicate failure reported by user. The monitor default is set to display defib pad trace. The user must select a lead to be displayed when using ECG cables in manual mode.